Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out-of-range (oor) pace lead impedance (pli) measurement greater than 2,000 ohms via remote monitoring system. Boston scientific technical services (ts) noted a gradual increase in pli measurements but all other diagnostics were consistent and good. A slight increase in lv threshold measurement was noted but still considered good. Lv sensing was also noted good. No trauma to the device area was reported. Ts discussed that the oor measurement could be a sign of a lead issue which may be revealed on x-ray. Additional information from the field representative indicated that the cause of measurement was not conclusively determined. The pacing configuration was changed and the impedance measurement was found to be within normal range. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.